Event description:
A report was received that when the patient was charging the implant, the charger burned the skin. The patient was born with spina bifida and could not always feel pain near the implant site and that could be the reason that the patient got burned. Symptoms were redness and swelling. The patient was seen by a physician because the burn wound got infected. The patient was given oral antibiotics and had a peripherally inserted catheter (pic line). It was also reported that the site was now healed with a bump and a scar. The patient was doing well.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-5312, serial #: (B)(4), description: scs charger 2.0. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that when the patient was charging the implant, the charger burned the skin. The patient was born with spina bifida and could not always feel pain near the implant site and that could be the reason that the patient got burned. Symptoms were redness and swelling. The patient was seen by a physician because the burn wound got infected. The patient was given oral antibiotics and had a peripherally inserted catheter (pic line). It was also reported that the site was now healed with a bump and a scar. The patient was doing well.